Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons passed the functional investigation successful and comply with the specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the protective rubber on the up button is worn and the button has to be pressed hard and at a particular angle for the infusion device to respond. Patient reported the down button is starting to act similarly. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.